Event description:
False expiration date.

Manufacturer narrative:
A photo of the packing slip was provided to our quality team for evaluation. The correct expiration date is the one located on the product and not on the packing slip. The reasoning for the incorrect expiration date on the packing slip was due to a wrong expiration date being entered into the lots system when the product was received from panasonic. This is due to manual shipment preparation, without having the expiry date from the supplier. The correct expiration date has been updated in the lots system. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Pr (B)(4) initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
False expiration date. The use-by date of december 31, 2030 on the delivery note does not match the use-by date on the clipper blades (blade item no. 4406) october 1, 2024.